Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis; large thrombus in pump housing. Specific component(s) involved: pump drive unit malfunction. Thrombus seen between the inflow valve and the propeller. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Type: lvad.